Event description:
The customer reported that the cannula never inserted into the skin and that the cannula was bent. The pink slide insert was not visible in the viewing window. The customer's blood glucose reached 550 mg/dl. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.